Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the surgeon was going to performed an laparoscopic lobectomy procedure, but during the set-up of the device it was impossible to load the loading unit in the stapler. Also, the stapler did not fire. The surgeon was not able to press the green button and squeeze the handle. They changed the stapler and loading unit to complete the case. They tried to load the loading unit in an other stapler but the problem was the same. There was no problem when they took another loading unit. There was no patient involvement.